Event description:
The customer reported discrepant troponin I (access® tnidx) results, for seven patients, involving the unicel® dxi 800 access® immunoassay system. Two of the seven patients' results were not released from the laboratory. Initial results for the rest of the patients were released from the laboratory. There has been no report of patient injury or change in patient treatment associated with this event. Quality control (qc) recovered within range prior to the event. The customer replaced the duckbill, aspirate probes, and performed system check; system check failed the wash efficiency portion with a mean of 794,000 and percent coefficient of variation of 89.45% (%cv). The customer repeated the washed portion which again failed with a washed portion of 98.42% (%cv). The patients' samples were collected in 7 ml becton dickinson (bd) tubes and centrifuged on automation at 3,000 rpm (rotations per minute). A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) performed aspirate probe flow test and noted the rate of aspiration for aspirate probe #2 was insufficient. The fse replaced the aspirate probe peristaltic pump tubing. The fse removed the wash carousel for cleaning due to high dark counts which is indicative of aspirate probes not functioning properly. The fse performed a successful high sensitivity system check and system check. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the incident is attributed to faulty peristaltic pump tubing. Beckman coulter continues to track and trend any incident related to this issue.